Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had nozzle blockage. The issue was found during preparation for use for the periodic inspection. There was no delay in the procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the evaluation found nozzle had foreign objects. In addition, the device evaluation found following findings: due to clogging of nozzle, water removal ability did not meet the standard value; adhesive on bending section cover had a chip; the play of upward/downward angulation control knob (u/d knob) was out of the standard value and bending angle in up direction did not meet the standard value due to wear of angle wire; connecting tube had a wrinkle and discoloration; there was peeling of adhesive around light guide (lg) lens, adhesive around objective lens and paint on the suction cylinder. Suction cylinder was shaved; control unit had discoloration; connecting tube had a wrinkle and discoloration. Scratches were found on plastic distal end cover, scope connector cover unit, suction connector, protector of universal cord on suction connector side, universal cord , grip, scope cover, switch box, forceps elevator, forceps elevator knob, u/d knob, right/left knob and on the control unit. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The customer had cleaned, disinfected, and sterilized the device before sent it to olympus. The air/water nozzle was flushed with water and air and with the detergent solution. Customer had wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Customer did not have any idea about the foreign material. There was no delay in the start of precleaning and was properly implemented. There were no abnormalities in the accessories used for reprocessing. There was no information whether the endoscope was immersed in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) hospital.